Manufacturer narrative:
The physician programmed the associated device to vvi mode in order to deactivate the atrial port. At this time, this atrial lead remains implanted and there are no plans on performing a lead revision. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that several years later, this ra lead was exhibiting pacing impedance measurements above 2,000 ohms. A chest x-ray was performed and a fracture was confirmed. A revision was performed and this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, it was discovered that this right atrial (ra) lead had fractured. No adverse patient effects were reported.